Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Block h4: date of device manufacture year is 2008 the month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison 3030 ohmeda dr, USA, madison, wi. 53718.

Manufacturer narrative:
The customer declined ge service. No repair information available. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements.